Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the phenomenon ¿the video connector cannot be connected¿ occurred due to that the connector cannot be held due to wear of the video connector lock part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had video connection issue. Which the video connection don't work, when connected to the box. The issue occurred, during preparation for use. And the intended procedure was completed. There were no reports of patient injury or harm.